Event description:
It was reported that the hemostatic valve was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and positioned the was in the laa. At this time, it was noted that hemostatic valve of the was was leaking. There was difficulty noted in closing the hemostatic valve. The physician decided to exchange the was for another new was. The procedure was continued with the was and the physician successfully completed the procedure with a closure device implanted in the patient. There were no patient complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman truseal access system with blood in the device. The dilator was not returned. Inspection revealed no damage or defect. There was no damage or defect. The sheath lumen was borescoped and observed the valve completely closed. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported event as the device did not leak and there was no valve damage. E1 initial phone number: (B)(6)

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the hemostatic valve was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and positioned the was in the laa. At this time, it was noted that hemostatic valve of the was was leaking. There was difficulty noted in closing the hemostatic valve. The physician decided to exchange the was for another new was. The procedure was continued with the was and the physician successfully completed the procedure with a closure device implanted in the patient. There were no patient complications that were reported to have occurred as a result of this event.